Event description:
Caller reported a pump malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided information for future resets, and instructed the caller to call back if the malfunction recurred. Caller acknowledged and understood the instructions.